Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: ¿the navio bone screw driver, part pfsr110164 intended for use in treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a contributing factor could be mechanical component failure and breakdown/defect of the weld. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation. ¿.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set up for a navio-assisted tka surgery, it was noticed that the navio bone screw driver was stripped. The procedure was finished with a smith and nephew back up device without delays. The patient was not harmed.